Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The user reported that a libre 3+ continuous glucose sensor stopped communicating with the ilet system on (B)(6) 2025, resulting in a pairing failure and elevated glucose levels, with a reported peak of 438 mg/dl. The user contacted support and was guided through reconnection steps. The sensor successfully entered warmup, reconnected to the system, and glucose levels subsequently stabilized, resolving the issue. No clinical signs, symptoms, or conditions were reported, and there were no health consequences or impact. Investigation included communication with the user, review and analysis of provided information, and device interoperability troubleshooting. The investigation identified an interoperability issue characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. Based on previously established findings for similar events, the issue was attributed to a component failure.